Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 105. The evaluation found when manually rotating the gears it was found to have unidentified resistance due to a low current draw. The motor assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no patient injury.